Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hypoglycemia and loss of consciousness.

Event description:
Patient contacted dexcom on (B)(6) 2016 to report an adverse event that occurred on (B)(6) 2016. The patient was out shopping with a friend and while at the checkout, passed out. Patient woke up in an ambulance in the parking lot and was treated onsite by emt's with glucose solution from an IV. Patient refused transport to a medical facility. Patient stated she never heard a low alert from her receiver. At the time of contact, the patient was recovering at home. No additional event or patient information was provided.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
(B)(4).

Event description:
The complaint device was returned for evaluation. The device was visually inspected and no defects were found. A "try it" manual test was performed and speaker sounded. The reported event of no audio output was not confirmed. A root cause could not be determined.